Event description:
Structural balloon trocar structural balloon trocar. The grey washer came loose when the scope was being inserted and withdrawn, and caused insuflation gas leak throughout the procedure.